Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s experienced an elevated blood glucose (bg) level was 640 mg/dl. Customer addressed bg via manual injection. The customer will continue to use the pump for insulin therapy; however, a replacement was sent to the customer to resolve the issues.